Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: there were multiple call service alarms observed in the black box history on the date of the complaint. The time and date were accurately set at the start of investigation. The pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no evidence of moisture contamination found inside the pump and internal components were intact and secure. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.